Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps jumbo was used during a colonoscopy procedure performed on march one week prior. According to the complainant, during the procedure, after advancing the forceps into the scope, the site indicated that the internal needle appeared to be pointed forward as opposed to straight up and down and that the pull wire had broken. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.